Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during an attempted right ventricular (rv) lead implant, the physician was unable to see a clear electrogram when the lead was hooked up to the analyzer. The physician attempted three sets of analyzer cables with the same result. The physician opted to remove the rv lead and successfully implanted another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.